Event description:
It was reported that customer woke up in urine and insulin pump alarmed button error. Customer's blood glucose was 400 mg/dl and treated the high blood glucose. The customer had high blood glucose due to he missed bolus yesterday. Troubleshooting was done. Customer's blood glucose was 433 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. No moisture damage found inside the pump. The device had cracked case at display window corner, battery tube threads, reservoir tube lip, and minor scratched display window.